Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed several strong kinks in the distal portion of the outer shaft. The stent is fully crimped under the outer shaft and also kinked at those locations. Another kink was observed in the device shaft at the kink protector. Outside of the deformed zones the outer shaft diameter complies with the specification. After straightening the kinks, a 0.018 inch reference guidewire could be introduced with slightly increased friction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection all instruments are inspected for kinks (100 percent control). When inserting the devices into the dispenser each instrument is once again controlled for kinks and damages. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a mildly calcified pre-dilated lesion (40 percent stenosis degree) in a mildly tortuous sfa. Resistance was felt during lesion crossing. Upon removal a deformation at the tip was detected.